Manufacturer narrative:
The user facility returned unused sensors to masimo for evaluation. The device is currently undergoing an evaluation but has not yet been completed.

Event description:
It was reported that the nurse noticed a skin tear on the cuticle after removing the sensor.